Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 12, 2017. Upon further investigation of the reported event, the following information is new and/or changed: the sample was visually inspected for any anomalies, during which no issues were noted that would lead to a leak in the part. The unit was then gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. It is possible that during setup of the circuit, the connections made with the shunt sensor were not completely tightened or closed, causing them to leak. Another possibility is that after gas calibration, when the large blue vent cap was loosened, it had not been retightened prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, an air inclusion and leakage of the shunt sensor were observed. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.